Event description:
Or nurse opened two new packages of endoloop ligature made with coated vicryl and discovered the foil packaging had pin prick holes in them. Because the packages had holes this compromised the sterility of the device. The packaging and devices were sequestered. Manufacturer notified. This incident is not new to our facility. We have reported this same incident over a month ago. We have reported at least 5 incidents related to this type of packaging. The other incidents were endoknot products from the same company; it appears this packaging is not durable enough. Since this is not new to our facility the or nurses are now checking every single package before they use the device to ensure the sterility of the device. Nurses should not be doing this time consuming process.